Manufacturer narrative:
Due to character limit in block (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) detected an air leakage in the alarm loop during pre-use checks. The issue was identified before patient use. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the condenser (0997-00-0986) . All functional and safety checks in accordance with factory specifications were performed. Unit was returned to customer for clinical use.